Manufacturer narrative:
Patient age at time of event: 18 years of age or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2017-06673, same case as MDR ID#2134265-2017-06807, same case as MDR ID#2134265-2017-06757. It was reported the patient experienced slow flow and died within 24 hours of the procedure. The physician wanted to perform a carotid endarterectomy procedure, however the patient's vessels were too calcified. The physician then decided to perform a rotational atherectomy treatment procedure with a 1.5 burr but was unable to cross the lesion and had issues with slow flow/no flow in the right coronary artery (rca) and the 1.5burr was remove from the patient . The vessel was post dilated with a non compliant balloon and a 1.25 burr was advanced but was still unable to get the lesion to yield. The vessel was post dilated again and the 1.5 burr was introduced again but stalled. Post dilation was performed again and a 2.0 burr was used. The physician was having some degree of slow/no flow issues with all of the burrs used during the procedure. The patient was placed on an intella device and sent to the intensive are unit (ICU). The patient passed away within 24 hours of the procedure. It is believed the cause of death was the slow/no flow issues.